Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported failure and identified the root cause to be an electrical short caused by a power surge or power brown out. The short caused damage to a pin connector from the ring core to the ac main board. The damaged connector and the ac main board were replaced. Subsequent functional testing was completed without further issues and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a burning smell was noted coming from the heater-cooler system 3t during a procedure. The customer reported seeing smoke coming from the vents. There was no report of patient injury.